Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr replaced the lid assembly on the roller pump. With the lid assembly replaced, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the lid switch detector was falling out of lid. Since the event occurred during preventative maintenance, there was no pt involvement.